Event description:
Reportable based on device analysis completed on 15-jul-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 38x3.5mm, de novo target lesion was located in the moderately calcified left anterior descending (lad) artery. A 38 x 3.50mm taxus¿ liberté¿ long drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another 3x20 taxus liberte stent overlapped with a 3x24 taxus liberte stent. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. The stent struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found that the shaft polymer extrusion was kinked 5mm proximal to the port. A visual and tactile examination found that the hypotube was kinked at various positions along its length. These type of damages are consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).